Event description:
On (B)(6) 2012, the distributor contacted animas alleging that on (B)(6) 2012 the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).